Manufacturer narrative:
This report is filed april 21, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site due to a laceration. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was treated with topical and oral antibiotics (B)(6) 2016. Subsequently on (B)(6) 2016, the device was explanted. This report is filed (B)(6) 2016. The device is currently unavailable.